Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The device inspection found no abnormalities with the returned device. Visual inspection found physical damaged to the power supply unit (psu). Based on all evidence and previous investigations of similar complaints, the investigation determined that the device power failure was most likely due to physical damage to the power supply (psu) connector cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. The device was not in use when the fault occurred; therefore, there was no patient involvement.